Event description:
It was stated that insulin leaked past the o-rings of the reservoir and insulin got inside the insulin pump's reservoir compartment. The customer's blood glucose reading was hi on the glucose meter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.